Event description:
Information received by medtronic indicated that the customer had reported stuck button issue. Pump was exposed to moisture and pump was not working troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device and device will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Corrected/missed event description: customer reported insulin pump keypad was not working. Customer received critical pump error alarm immediately after moisture exposure. Insulin pump did not pass the self test. Customer reported the numbers were not ramping and the scroll bar was not moving up or down with no input from the user. Minutes did not change on time display.

Manufacturer narrative:
No blank display noted. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify button keypad anomaly due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/battery connector. The j1 connector on pcba 1 was locked properly during visual inspection, no moisture damage on keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube). Blank display noted not confirmed. Unable to con firm unresponsive button due to flashing medtronic logo. Flashing medtronic logo due to moisture damaged electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 and h6 under medical device problem code with this report.